Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to high pacing impedance measurements greater than 2,000 ohms. It was reported that the patient was in complete heart block with a minimal underlying rhythm. No damage to the lead was identified under fluoroscopy. No additional adverse patient effects were reported.